Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that while drinking her coffee on the day of report, her stimulation started really low, ramped up to the point she was screaming for someone to get her batteries for the patient programmer, and then the ¿shocking stopped.¿ when the patient checked her device, the patient programmer showed a power on reset (por) message and then poor communication. It was noted the patient had turned her stimulation off two to three years prior to report. No further complications were reported or anticipated.